Event description:
It was reported that the patient was experiencing atrial fibrillation (a fib) episodes post-procedure. The farawave ablation catheter was used during the pulse field ablation (pulse field ablation) procedure on (B)(6) 2025. The procedure was completed successfully with no reported issues. The patient is set to have a redo ablation procedure on (B)(6) 2026. It is unknown if device is available for return.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability and detailed product information were not provided. A good faith effort attempt was made to try and retrieve the device status. Once additional information is received or the investigation is complete, a supplemental medwatch will be filed.